Event description:
It was reported that on (B)(6) 2020, a 27mm trifecta gt valve was successfully implanted in an aortic valve replacement. In (B)(6) 2024, the patient began experiencing symptoms of weakness and fatigue. In (B)(6) 2024, the patient went to the emergency department due to symptoms and appearance of paleness. The patient was admitted to the hospital with a low hemoglobin level of 7.2. A series of tests were performed, and no underlying cause was reportedly identified. Four days later, the patient was discharged with follow up appointments scheduled with a hemotologist/oncologist, during which the patient received multiple iron infusions. On (B)(6) 2024, the patient had a heart catheterization, which revealed aortic valve regurgitation. The patient also developed aortic stenosis. The patient was told that a transcatheter aortic valve implantation was necessary, and the procedure was scheduled for (B)(6) 2024. The patient was reported as stable. No additional information was provided.

Manufacturer narrative:
H6 - adverse event problem: health effect - clinical code: removed code 4580 insufficient information. H6 - adverse event problem: medical device problem code: removed code 3190 insufficient information. An event of fatigue, anemia, aortic valve regurgitation and stenosis, surgical intervention, and unexpected medical intervention was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of reported patient effects fatigue and anemia could not be conclusively determined. The exact cause of the reported stenosis and regurgitation could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as the patient was admitted and iron transfusion was given. The reported surgical intervention was a result of case-specific circumstances as another procedure was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2020, a 27mm trifecta gt valve was successfully implanted in an aortic valve replacement. In 2024, the patient became very sick due to the valve, and the patient was hospitalized.